Event description:
The tech removed a cq2015 collamer three-piece lens from the vial and it was noted that one haptic was missing from the lens. The lens was not used and there was no pt contact. The reporter stated the tech felt the lens was defective.